Manufacturer narrative:
Per the fsr, when attempting to zero the pressure channel it would result in a "calibrate failed" message. He installed a new pressure module. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there were several occurrences of the yellow pressure not zeroing out. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the pressure module to fail calibration. It was determined that the pressure module application board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.